Event description:
A surgeon reports that one of his pts experienced blurred vision following intraocular lens implant surgery. During the post-operative exam, the surgeon noted that the lens was cracked. The lens was removed and replaced. Additional info has been requested.

Event description:
Additional info was provided by the reporting surgeon. On the first postoperative day, the intraocular lens (iol) was found to be dislocated. Upon removal, the iol was noted to be cracked into two segments. The pt's outcome was uneventful.